Event description:
Customer called to report and request service for a leak in the hydropneumatics of the synchron lxi 725 system, which she believed was coming from underneath the v1 and v5 valves. Customer stated that the leak was contained, she stopped use of the instrument, and she was wearing personal protective equipment while cleaning the leak. Customer also stated that she had the material data safety sheet and that the facility has a hazardous exposure procedure. On the same day, the field service engineer (fse) inspected the instrument and found that the tubing underneath the v12 valve was, in fact, leaking. The fse replaced the leaking tube, primed the instrument 10 times, and ran the instrument for 30 minutes. The fse checked the hydropneumatics to find no leaks; therefore, the product problem was resolved after service. Customer reported no harm to the user, and no patients were involved.

Manufacturer narrative:
(B)(4).